Event description:
The device housing has migrated under the skin, it is no longer in the bonebed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing migrated from its intended position. A revision surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The device housing has migrated under the skin, it is no longer in the bonebed. Revision surgery successfully moved the device housing back in place.